Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose readings in the 373¿389 mg/dl range after a lunch meal announcement while using the ilet system, and troubleshooting and education were provided, including guidance to change the infusion set and related supplies. Customer care provided support that included remote technical assessment and user-guided troubleshooting steps. Investigation of this case revealed no observed abnormalities at the infusion site and confirmation of insulin delivery resumption after infusion set replacement, with the cause of hyperglycemia remaining unclear. No symptoms associated with high blood glucose. Outcomes included supply replacement, with glucose subsequently trending downward without hospitalization. It was concluded that the event involved hyperglycemia of unclear cause, with user performing supply change resolving the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.